Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (470 to over 600 mg/dl) with high traces of ketones. The customer administered an insulin correction and drank water to address the high bg level. Tandem customer technical support (cts) reviewed the pomp history and found that the customer had received multiple, intermittent occlusion alarms. The customer had received the current occlusion during bolus delivery and changed the supplies on the pump. Insulin delivery was resumed. The customer declined cts troubleshooting as the pump supplies had been changed.